Event description:
A customer contacted stryker to report that their device has no voice prompts when opening the lid. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement in the reported event.

Manufacturer narrative:
(B)(6). Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device has no voice prompts when opening the lid. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement in the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. It was also observed that the charge-pak, attention and wrench symbol were illuminated at the readiness display. With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. Stryker further evaluated the customer¿s device at the product assessment center (pac) and the cause of the reported issue was determined to be due to damaged internal hybrid layer capacitor (hlc) batteries. Hlc was damaged by depletion which was caused by maintenance as there was no (properly homed) charge-pak installed for several months as indicated by the device logs. The replacement device has been sent to the customer. The returned device was archived by stryker.